Event description:
Customer stated the velocity instrument generated a false negative patient results for blood and bacteria.

Manufacturer narrative:
The customer stated a patient sample was generating false negative results for blood and bacteria. The customer used a manual multistix test to confirm the results were erroneous. An iris field service engineer (fse) was sent to the customer lab and the fse replaced the waste brushes, and adjusted the cgm to resolve the customer issue. The fse ran controls and the controls passed, the system was operational.